Event description:
The device was used during a fundoplication procedure, there was an error code with noise after 1 min. There was no reported pt consequence. The procedure was finished with like product.